Event description:
On (B)(6) the patient's mother reported that the time was incorrectly set on the pump. She said that at 6:15 am the pump displayed 2:15 am. She says she is unsure whether the pump was resetting with battery changes. She said the pump was alarming empty cartridge the morning of (B)(6) when the patient awoke. That is when the mother noticed that the time was set for 2:15 am instead of 6:15 am. The empty cartridge alarm is captured in the pump history on 10:45 pm on (B)(6). The patient denied it happened at that time. There was a low cartridge warning at 10:39 am on (B)(6). The bolus history showed that on (B)(6) there were two bolus doses and on (B)(6) the basal rates were 1 unit per hour. The rates were since adjusted by a health care professional. The patient did not suffer any symptoms or injury based on the issue. The mother gave blood glucose readings of 191 mg/dl at 8:11 pm and 72 mg/dl at 9:32 pm on (B)(6). The patient's blood glucose level on the morning of (B)(6) was 294 mg/dl. The patient's mother denied symptoms. The mother recorded in the pump that they would confirm the empty and low cartridge warnings. This complaint is being reported because the pump clock was reportedly incorrect and it is unknown why it was incorrect. The patient did not suffer an injury.

Manufacturer narrative:
(B)(4): the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box download did not reveal the pump time and date reset to default setting. The pump was exercised for 24 hours. The battery was then removed and reinserted. On reboot, the time and date did not reset to the default setting. The pump was opened for investigation, no corrosion was observed on component bt1.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.